Event description:
It was reported to boston scientific corporation that during an est procedure, the autotome did not have an electric current. Reportedly, the same active cord, not manufactured by bsc, was used to complete the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over (B)(6).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that the continuity between the 2-in-1 connector and all sections of the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire met the cutting resistivity specification. An additional functional evaluation found that the device met the bowing specification. Testing of the device found it met specification with respect to electrical performance, therefore, the most probable root cause for the customer complaint is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted.

Event description:
It was reported to boston scientific corporation that during an est procedure, the autotome did not not have an electric current. Reportedly, the same active cord, not manufactured by bsc, was used to complete the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.